Event description:
It was initially reported that the patient experienced a csf (cerebrospinal fluid) leak, three weeks post-operation and was having s pinal headaches. A blood patch was performed and the headaches got worse. It was later reported on 2011 (B)(6), that patient had a procedure to tighten her purse strong suture due to the issues with positional headaches, and was getting relief only when a therapeutic bolus with ptm (personal therapy manager) was given; the drug dose of simple continuous was to be adjusted. They used dura-bond and tightened the purse string suture. As of 2011 (B)(6), it was reported that the patient's headaches had lessened and she was now getting better pain relief with use of ptm. Drug delivered was bupivacaine 10mg/ml at a daily dose of 5mg.

Event description:
Additional information was received and it was reported that the pump was not currently infusing. It was unknown if there was a therapy or product issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8835, (B)(4), implanted: unk, explanted: unk; catheter model 8709sc, (B)(4), implanted: (B)(4) 2011, explanted: unk.

Event description:
Additional information: it was reported that the patient experienced uncontrollable headaches since implant. The patient had been check for a cerebrospinal fluid (csf) leak, and also had a catheter revision. The headaches had not been manageable so the pump and catheter were to be removed. The pump had alarmed due to a tube set error message due to being programmed to stopped pump mode for longer than 48 hours. There was also a low reservoir alarm on the pump logs.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
In june 2014 the following was reported in manufacturer's report # 3007566237-2014-01661: " it was reported that over two years ago the physician explanted a torn catheter and replaced it with a new one. The patient symptom related to the event was a headache. The patient status was reported as "alive-no injury". Additional information has been requested, but it was not available as of the date of this report. Additional information later received reported the catheter was not replaced. There were no catheter segments left in the intrathecal space. The patient had spinal headaches and therapy wasn't relieving pain. The product would not be returned as the hospital disposed the catheter. The pump was used to deliver infumorph, 25mg/ml, dose per day was minimum rate." On 8/26/2014 information was received from a healthcare professional indicating that the catheter had been replaced on (B)(6) 2012. The pump was not touched, though it was refilled with morphine. Any additional information that pertains to this event shall appear in this report.